Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, customer reported the 8mm large suturecut needle driver instrument had a broken cable and was identified after insertion but prior to manipulation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 8mm large suturecut needle driver instrument was inspected prior to usage with no damages noted. Ports were confirmed to be placed. The surgeon docked the da vinci and then then the surgeon visualized the cable snapped and removed the instrument prior to insertion. There was no surgical task being performed at the time of the event. There was no instrument collision with other instruments or tools. The instrument was not used on the patient. There were no reported fragments to fall into the patient. No harm or injury to the patient. The instrument has been returned for isi evaluation. No photos or image recordings available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.